Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system exhibited an alert due to noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole for this patient. The patient's right ventricular lead is manufactured by a competitor. A revision procedure was performed, and the lead was removed from service and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited an alert due to noise, oversensing and pacing inhibition which resulted in greater than two seconds of asystole for this patient. The patients right ventricular lead is manufactured by a competitor. A revision procedure was performed, and the lead was removed from service and replaced. No additional adverse patient effects were reported. Additional information was received that this patient subsequently passed away approximately three years later, and the products were explanted post-mortem, and this pacemaker device was returned to boston scientific.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Device memory review noted no suspicious codes or resets. Power consumption was noted to be stable. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.